Event description:
It was reported that there was no capture and the system was replaced due to pulse generator near eri. The device was removed from service. No patient complications have been reported as a result of this event.